Event description:
It was reported that a homechoice device experienced an unknown alarm. The patient was connected at the time of the alarm, which occurred at the end of peritoneal dialysis therapy. The caregiver would remove the pro card and inform the nurse. The patient did not know what type of the alarm occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation completed. The reported problem was identified during the event history log review (as a low drain volume alarm). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.